Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x 15mm maverick 2 balloon catheter, it was found that the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. The hypotube of the device has numerous kinks. There was a separation 79.5cm from the strain relief. The balloon was tightly folded. There was contrast present to the outside of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x 15mm maverick 2 balloon catheter, it was found that the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x 15mm maverick 2 balloon catheter, it was found that the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.